Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device components involved in the event: model #: sc-2352-70, serial #: (B)(4), description: linear 3-4 lead, 70cm. Model #: sc-3138-35, serial #: (B)(4), description: scs phiii ext 35cm.

Event description:
A report was received that the patient will undergo revision/ipg replacement for unknown reason.

Manufacturer narrative:
Additional information was received that the reason for the revision procedure was to get better coverage.

Event description:
A report was received that the patient will undergo revision/ipg replacement for unknown reason.